Event description:
End user called to complain that the devices calibration will not test. This was confirmed from trouble-shooting by phone. The device was replaced and the deflective one returned for investigation.